Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager reported that a dialyzer blood leak occurred immediately into patient¿s hemodialysis (hd) treatment. The blood leak was noted as being an internal blood leak. The leak was visually observed at as bright red tinge on the dialysate at the bottom of the dialyzer. The machine, a fresenius 2008t machine, did not alarm appropriately with a blood leak alarm. The patient¿s estimated blood loss (ebl) was approximately 100 ml. There was no patient injury, adverse events, or medical intervention required as a result of this event. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device is available to be returned to the manufacturer for evaluation. The in-house biomedical technician (biomed) stated that the machine was evaluated and passed functional checks.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation a visual examination of the returned device revealed a delamination on the non-cavity ID end which extended from approximately 350° to 30° with the dialysate ports at 0°. The delamination in the polyurethane potting material extended under the silicone o-ring. There were no defects or irregularities visually identified on the fiber bundle or any of the molded dialyzer components. An investigation of the device history records (DHR) was conducted by the manufacturer. There was one approved temporary deviation notice (dn) reported on the lot which was unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. Should additional relevant information become available, a supplemental report will be submitted.